Event description:
During an anterior resection procedure, the device cut the bowel, but the staples did not close. This resulted in having to complete the abdominal perineal resection by hand. The surgery was prolonged by 120 minutes.